Manufacturer narrative:
The device was received for evaluation. Visual inspection of the sample noted a disconnection between the tubing and drip chamber. Further inspection revealed that there was no traces of solvent on the tube. The cause is related to the automatic assembly process during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink solution administration set, a disconnection between the tubing and drip chamber was observed. No additional information is available.